Event description:
The customer contact reported a spark. The customer contact stated that while placing the battery, a spark was noted from the battery connector. There was no adverse effects to the healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device received without the battery. Testing and investigation found the device passed electrical safety testing using a test battery.